Event description:
On (B)(6) 2012, the customer reported that the act diff 2 instrument generated low wbc, hgb, mch, mchc and high rbc, hct, mcv, plt results (with instrument generated flags on all parameters except wbc) for patient (B)(6); low rbc, hgb, hct without instrument flags for patient (B)(6); and low wbc, plt and high rbc, hgb, hct results for patient (B)(6). This event occured on (B)(6) 2012. The results were questioned and the samples repeated by a reference lab on a dxh 800 instrument. Results from the dxh 800 were considered correct and the reports were amended. There was no death or injury due to the erroneous results. Field service engineer (fse) evaluated the instrument and observed that the baths drained quickly and completely, and mixed bubbles strong and plentifully. Fse noted that the sample probe was stuck in the housing and during removal fse replaced the sample line from the fmi (fluid metering index) pump to the aspirate probe. Fse ran startup and reproducibility, which passed, and quality control was within specification. Root cause of the this event is unknown.